Event description:
The facility representative reported a colleague infusion pump with horizontal lines in display. It is unknown when this condition occurred in biomed service. This condition had the potential to interrupt delivery. According to the hospital representative, no patient involvement, injury, or medical intervention had been reported related to the device. No additional information is available. This device is a remediated colleague pump with a user interface module software version of 6.13.90.

Manufacturer narrative:
(B)(4). The reported condition of horizontal lines in the display was confirmed during product evaluation. The root caused was identified as a faulty main display. The main display assy was replaced to correct the reported condition. Should additional information become available, a follow-up medwatch will be submitted.